Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment, and aneurysm perforation or rupture and hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure to treat an aneurysm in the right internal carotid artery in the posterior communicating segment, measuring 9.5mm with a 1.5mm neck, and another related to the lower branch of the ipsilateral middle cerebral bifurcation, measuring 3mm with a neck of 200, with indication for correction. When starting the correction of the internal carotid aneurysm, the procedure was uneventful; however, the coil unintentionally detached inside the catheter as it was partially released into the aneurysm. An angioplasty balloon placement was chosen to remove the coil to avoid distal migration. During angioplasty, a rupture occurred. The intercurrence being promptly identified and reverted with heparin as well as balloon inflation with temporary bleeding control. Balloon hemostasis was attempted a few times, but all were unsuccessful and a recurrence of the hemorrhage that was later contained. The patient was stable and reportedly doing well.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment, and aneurysm perforation or rupture and hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure to treat an aneurysm in the right internal carotid artery in the posterior communicating segment, measuring 9.5mm with a 1.5mm neck, and another related to the lower branch of the ipsilateral middle cerebral bifurcation, measuring 3mm with a neck of 200, with indication for correction. When starting the correction of the internal carotid aneurysm, the procedure was uneventful; however, the coil unintentionally detached inside the catheter as it was partially released into the aneurysm. An angioplasty balloon placement was chosen to remove the coil to avoid distal migration. During angioplasty, a rupture occurred. The intercurrence being promptly identified and reverted with heparin as well as balloon inflation with temporary bleeding control. Balloon hemostasis was attempted a few times, but all were unsuccessful and a recurrence of the hemorrhage that was later contained. The patient was stable and reportedly doing well.